Event description:
It was reported the lead impedance measurement was high and there was noise. The lead remains in use and will be replaced in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.